Event description:
The user facility reported that 7-cm of the introducer sheath was "severed off and migrated to the pulmonary artery" while removing a 7-french wire during an epc study. A snare device was used to successfully remove the detached material from the patient. The user facility reported that the procedure was completed successfully and there were no patient complications.